Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing low blood glucose level 2.8 mmol/l which was treated by food. Customer was experiencing confusion and cold. Customer was using insulin pump within 48 hours of reported event. Customer did not allege that insulin pump over delivering. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.